Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) lead, exhibited an abrupt rise in ra pace impedance measurements on (B)(6) 2020. The next day a signal artifact monitor (sam) event was stored; ring impedance was 1320 ohms and tip impedance was in the 300 ohm range. The minute ventilation (mv) feature was disabled. A lead safety switch (lss) was triggered on (B)(6) 2020 due to high out-of-range ra pace impedance measurements greater than 2000 ohms. Baseline impedance measurements were previously in the 700-800 ohm range, and are currently in the 300-400 ohm range for unipolar. Following the lss, there was noise lasting greater than 2 seconds, however the underlying intrinsic rhythm was present. It was noted that the system was evaluated in november 2020, but left in unipolar pacing and sensing. Technical services (ts) recommended bipolar sensing/unipolar pacing, ensuring no oversensing with aggressive isometrics, and obtaining an x-ray to rule out potential lead fracture. This device and lead remain in service. No adverse patient effects were reported.